Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2018-06636. It was reported that the patient experienced nausea and vomiting and developed acute renal failure. An angiojet® zelantedvt¿ and an angiojet® solent¿ proxi were selected for an iliac stent occlusion procedure in the iliac artery. Two passes were made with the solent proxi in a small/short segment (less than 6cm) of clot in an iliac sent with a run time of well under 2 minutes. The zelante catheter was then selected for use. Power pulse was performed and two short passes were made with a run time of well under 2 minutes with the zelante catheter to treat the persistent clot. No device complications were noted during the procedure. A non-bsc covered stent was implanted inside the old bare metal stent. The patient experienced nausea and vomiting after the procedure. The patient was stable and discharged the same day. Patient was readmitted on (B)(6) 2018 with renal failure. Upon readmission, the patient's creatinine was 1800 and potassium was 6.6. Creatinine is now at 1600 and sodium lower. Renal issues have improved and there has not been a need for dialysis. The patient is being followed by nephrology right now.